Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient wasn't sure if the patient's disease was progressing to parkinson's or not, which the tremors sometimes does, not as a result of the implant. They also stated they went back on medication this morning after being off for about 5 weeks. The device wasn't as effective as it was and they were having difficulty eating. The device not being as effective as it was may be contributed to patient doesn't stop working or doing things, and sometimes they push because they want to be active. No further complications were reported as a result of this event.